Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: cloudy when in use. Root cause: cut cable. The cable was most likely cut with a sharp object at the customer's facility. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.